Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: the clip delivery system (cds) was returned and device analysis was unable to confirm the reported delivery catheter (dc) shaft bend and difficult to opening the clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported dc shaft bend and difficult to open (clip arm actuation - jumping). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because during preparation, the clip jumped from closed to the open position. It was reported that during preparation of the mitraclip delivery system (cds), at the beginning of the final arm angle test when opening the clip with arm positioner (after unlocking the clip), the shaft bent and the clip jumped from closed to open (120-130 degrees). There was no patient involvement and the device was not used in a procedure. There was no clinically significant delay to the intended procedure. No additional information was provided regarding the cds issue.